Event description:
Reporting status: serious injury/surgical intervention. Reporting rationale: rationale: restenosis requiring treatment with coronary artery bypass graft (CABG). Device issue: no device malfunction has been reported. It was reported via a trial that the index procedure was in 2008, and during the procedure, a 2.5 x 12 mm xience v stent was deployed in the distal circumflex lesion. There was no pt or product issues noted at the time of the procedure. However, in 2009, the pt returned to the hospital with angina. The pt was found to have restenosis of the target vessel, which required treatment with CABG. No additional event or pt info is available.

Manufacturer narrative:
Results and conclusion summation - angina and restenosis as listed in the IFU, are known adverse events associated with coronary stenting. Additionally, these pt effects, along with hospitalization are listed in risk assessment, as no-fault post-procedure complications. These pt effects are not necessarily an indication of a product quality deficiency. It is possible that the angina is a secondary effect of the restenosis, in which the pt was hospitalized and CABG was performed. In this case, a conclusive cause for the reported pt effects and the relationship to the xience v sds, if any, cannot be determined.